Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, due to needing settings adjustment. Customer required assistance to correct low bg. Customer's wife fed him syrup as patient was sleeping and unable to fully wake up until this was done. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the customer corrected the settings and resumed insulin therapy.